Event description:
It was reported that the patient faced insertor device got stuck when trying to insert infusion set onto his body on (B)(6) 2026. The issue occurred with two infusion sets.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.